Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting tones. It was determined that this ICD had recorded a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. This ICD remains in service. No adverse patient effects were reported.